Event description:
Anesthesia cart brought to room (cart designed for use in MRI) and drawer was opened. One of two allen wrenches in the drawer flew out of the drawer in the direction of the magnet. There was an unnamed patient in the tube, however, there were no injuries. The devices were removed from the MRI suite. We have all the standard precautions in place - anteroom, signs, staff education, and special nonferrous carts for anesthesia and other nonferrous items for MRI, and screening/checking processes before anyone brings anything in. Someone erroneously put the wrench in the cart. The final check process by the MRI staff failed in this instance, and the wrenches, which are not supposed to be in the cart, were not discovered before bringing in the cart.